Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Not able to securely attach the brush heads to toothbrush...brush head slips off of the hand piece - oral-b [device breakage]. Case narrative: consumer via e-mail reported that they were not able to securely attach the oral-b toothbrush heads to their oral-b toothbrush handle. If they did not pay close enough attention, the oral-b toothbrush head slipped off of the oral-b toothbrush hand piece every time they brushed their teeth. No injury was reported.